Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not perform as expected and the patient experienced pain. The patient underwent surgery and the pump and reservoir were removed and replaced. No further patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump did not perform as expected and the patient experienced pain. The patient underwent surgery and the pump and reservoir were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.